Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump battery life did not last as long as expected, and the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 02/08/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/19/2017 with the following findings: a review of the black box showed no evidence of a short battery life issue. Several warnings were found in the black box due to normal battery wear and a discharged replace battery use. The battery compartment was cracked below the grip pad. The returned battery cap was undamaged and was able to fit securely. The rewind, load, and prime steps were performed correctly and all currents were reading within specifications. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The short battery life complaint was unable to be duplicated. (B)(4).